Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), basedow's disease ("autoimmune disorder type of disorder: graves disease") and thyroidectomy ("thyroidectomy") in a 36-year-old female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted.". Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) , levothyroxine sodium (l-thyroxin) since (B)(6) , montelukast (singulair) since (B)(6) and quetiapine (seroquel) since (B)(6) . On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced complication of device removal ("complications from essure removal procedure/ they were unable to remove"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, basedow's disease (seriousness criterion medically significant), thyroidectomy (seriousness criterion medically significant), discomfort ("my body was just devastated"), blood testosterone decreased ("low testosterone"), dermatitis contact ("allergic to adhesives"), hypersensitivity ("environmental allergy"), allergy to animal ("animal allergy"), urinary tract infection ("constant utis"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("lower back pain"), pain in extremity ("leg pain"), arthralgia ("hip pain"), vulvovaginal pain ("vaginal pain") and somnolence ("trouble waking up post 2nd and 3rd surgery"). The patient was treated with surgery ((B)(6) , (B)(6) , bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) . At the time of the report, the uterine perforation, basedow's disease, thyroidectomy, discomfort, blood testosterone decreased, dermatitis contact, hypersensitivity, allergy to animal, urinary tract infection, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, back pain, pain in extremity, arthralgia, vulvovaginal pain, complication of device removal and somnolence outcome was unknown. The reporter considered allergy to animal, anxiety, arthralgia, back pain, basedow's disease, bladder disorder, blood testosterone decreased, complication of device removal, depression, dermatitis contact, discomfort, fatigue, headache, hypersensitivity, migraine, nausea, pain in extremity, somnolence, thyroidectomy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in (B)(6) -bilateral salpingectomy total hysterectomy (uterus and cervix removed) other (please specify) - attempted to remove the essure but was not able to due to scar tissue build up. The content of the communications ((B)(6))one surgery they were unable to remove the essure device. ((B)(6) - (B)(6))the 2nd and 3rd surgeries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), basedow's disease ("autoimmune disorder type of disorder: graves disease") and thyroidectomy ("thyroidectomy") in a 36-year-old female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted.". Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) , levothyroxine sodium (l-thyroxin) since (B)(6) , montelukast (singulair) since (B)(6) and quetiapine (seroquel) since (B)(6) . On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced complication of device removal ("complications from essure removal procedure/ they were unable to remove"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, basedow's disease (seriousness criterion medically significant), thyroidectomy (seriousness criterion medically significant), discomfort ("my body was just devastated"), blood testosterone decreased ("low testosterone"), dermatitis contact ("allergic to adhesives"), hypersensitivity ("environmental allergy"), allergy to animal ("animal allergy"), urinary tract infection ("constant utis"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("lower back pain"), pain in extremity ("leg pain"), arthralgia ("hip pain"), vulvovaginal pain ("vaginal pain") and somnolence ("trouble waking up post 2nd and 3rd surgery"). The patient was treated with surgery ((B)(6) , (B)(6) , bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) . At the time of the report, the uterine perforation, basedow's disease, thyroidectomy, discomfort, blood testosterone decreased, dermatitis contact, hypersensitivity, allergy to animal, urinary tract infection, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, back pain, pain in extremity, arthralgia, vulvovaginal pain, complication of device removal and somnolence outcome was unknown. The reporter considered allergy to animal, anxiety, arthralgia, back pain, basedow's disease, bladder disorder, blood testosterone decreased, complication of device removal, depression, dermatitis contact, discomfort, fatigue, headache, hypersensitivity, migraine, nausea, pain in extremity, somnolence, thyroidectomy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) -bilateral salpingectomy total hysterectomy (uterus and cervix removed) other (please specify) - attempted to remove the essure but was not able to due to scar tissue build up. The content of the communications ((B)(6)) one surgery they were unable to remove the essure device. ((B)(6) - (B)(6))the 2nd and 3rd surgeries. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received, reporters received, essure indication was added. Lot number added. Product start stop date was added. Events added per pfs: low testosterone, allergies to adhesives, environmental, and animals, infection (bladder/ urinary tract/vaginal) type: constant utis and vaginal infections,psychological or psychiatric problems condition: depression, anxiety, autoimmune disorder type of disorder: graves disease, bladder or urinary problems or changes, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, thyroidectomy, pain, fatigue, weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), basedow's disease ('autoimmune disorder type of disorder: graves disease') and thyroidectomy ('thyroidectomy') in a 36-year-old female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted.". The patient's medical history included menometrorrhagia, right lower quadrant pain and vaginal discharge. Concurrent conditions included cyst nos, ovulation pain, dysmenorrhea, abdominal distension, swelling nos, myofascial pain syndrome, menometrorrhagia and dysuria. Concomitant products included cetirizine hydrochloride since 2009, levothyroxine (l-thyroxin) since 2013, montelukast sodium (singulair) since 2009 and quetiapine fumarate (seroquel) since 2007. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced urinary tract infection ("constant utis"), vaginal infection ("vaginal infection") and complication of device removal ("complications from essure removal procedure/ they were unable to remove"). In 2012, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, basedow's disease (seriousness criterion medically significant), discomfort ("my body was just devastated"), dermatitis contact ("allergic to adhesives"), hypersensitivity ("environmental allergy"), allergy to animal ("animal allergy"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), fatigue ("fatigue"), back pain ("lower back pain"), pain in extremity ("leg pain"), arthralgia ("hip pain"), vulvovaginal pain ("vaginal pain"), somnolence ("trouble waking up post 2nd and 3rd surgery") and scar ("scar tissue"), underwent thyroidectomy (seriousness criterion medically significant) and was found to have blood testosterone decreased ("low testosterone") and weight increased ("weight gain"). The patient was treated with surgery (2011, 2012,partial bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, basedow's disease, thyroidectomy, discomfort, blood testosterone decreased, dermatitis contact, hypersensitivity, allergy to animal, urinary tract infection, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, back pain, pain in extremity, arthralgia, vulvovaginal pain, complication of device removal, somnolence, dyspareunia and scar outcome was unknown. The reporter considered allergy to animal, anxiety, arthralgia, back pain, basedow's disease, bladder disorder, blood testosterone decreased, complication of device removal, depression, dermatitis contact, discomfort, dyspareunia, fatigue, headache, hypersensitivity, migraine, nausea, pain in extremity, scar, somnolence, thyroidectomy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: 2011 - bilateral salpingectomy total hysterectomy (uterus and cervix removed) other (please specify) - attempted to remove the essure but was not able to due to scar tissue build up. The content of the communications (2011)one surgery they were unable to remove the essure device. (2011- 2012)the 2nd and 3rd surgeries. Patient was hospitalized from (B)(6) 2011 to (B)(6) 2011 for pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) was identified as duplicate of this case and was deleted from bayer pv database. All of its information has been transferred, including reporters, event scar tissue and legacy device report num 2951250-2019-11490. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), basedow's disease ("autoimmune disorder type of disorder: graves disease") and thyroidectomy ("thyroidectomy") in a 36-year-old female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted." The patient's concurrent conditions included cyst nos, ovulation pain, dysmenorrhea, abdominal distension, swelling nos, myofascial pain syndrome, menometrorrhagia and dysuria. Concomitant products included cetirizine hydrochloride (zyrtec) since 2009, levothyroxine sodium (l-thyroxin) since 2013, montelukast (singulair) since 2009 and quetiapine (seroquel) since 2007. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced complication of device removal ("complications from essure removal procedure/ they were unable to remove"). In 2012, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, basedow's disease (seriousness criterion medically significant), thyroidectomy (seriousness criterion medically significant), discomfort ("my body was just devastated"), blood testosterone decreased ("low testosterone"), dermatitis contact ("allergic to adhesives"), hypersensitivity ("environmental allergy"), allergy to animal ("animal allergy"), urinary tract infection ("constant utis"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("lower back pain"), pain in extremity ("leg pain"), arthralgia ("hip pain"), vulvovaginal pain ("vaginal pain") and somnolence ("trouble waking up post 2nd and 3rd surgery"). The patient was treated with surgery (2011, 2012,partial bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, basedow's disease, thyroidectomy, discomfort, blood testosterone decreased, dermatitis contact, hypersensitivity, allergy to animal, urinary tract infection, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, back pain, pain in extremity, arthralgia, vulvovaginal pain, complication of device removal, somnolence and dyspareunia outcome was unknown. The reporter considered allergy to animal, anxiety, arthralgia, back pain, basedow's disease, bladder disorder, blood testosterone decreased, complication of device removal, depression, dermatitis contact, discomfort, dyspareunia, fatigue, headache, hypersensitivity, migraine, nausea, pain in extremity, somnolence, thyroidectomy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: 2011-bilateral salpingectomy total hysterectomy (uterus and cervix removed) other (please specify) - attempted to remove the essure but was not able to due to scar tissue build up. The content of the communications (2011)one surgery they were unable to remove the essure device. (2011- 2012) the 2nd and 3rd surgeries. Patient was hospitalized form (B)(6) to (B)(6) 2011 for pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Event dyspareunia was added. Historical & concomitant conditions drugs were updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and discomfort ("my body was just devastated"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the perforation and discomfort outcome was unknown. The reporter considered discomfort and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 10-nov-2017: reporter information updated and lawyers added (legal case). Essure start and stop date updated. Events perforation of organs and pain added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.